Event description:
While applying expiratory and/or inspiratory hold, the ventilator (servo u) screen was no longer showing any pt data, so the respiratory therapist and other clinical provider were not able to know if the ventilator was working as designed per spec including displaying all ventilator and pt data. The ventilator screen went blank and then turned to white color with "spinning" wheel on the display. The ventilator was removed from service for investigation. Getinge, (B)(6). FDA safety report ID# (B)(4).